Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment issue occurred. It was reported that when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hub for the hemostatic valve fell off. The physician reattached the valve and it clicked together. The sheath was not replaced and the procedure was continued and subsequently completed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable brim cap detachment issue.

Manufacturer narrative:
Additional information was received on 11-apr-2022. The section that broke/separated is the hub containing the stopcock valve and the hole for dilator. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was not observed. Patient hemodynamics were not compromised due to bleeding. The bwi product analysis lab received the device for evaluation on 19-apr-2022. The device evaluation was completed on 02-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment issue occurred. It was reported that when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hub for the hemostatic valve fell off. The physician reattached the valve and it clicked together. The sheath was not replaced and the procedure was continued and subsequently completed. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per brim cap detachment. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hub has glue residues and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ manufacturer's reference number: (B)(4).